Manufacturer narrative:
Device was used for treatment, not diagnosis. Please note that the lot number was documented as unknown in the initial medwatch report. The correct lot number (m063129547) has been documented in this medwatch report. It was documented in the initial medwatch report that the date of manufacture (dom) was unknown. The dom (apr 23, 2018) has been updated to reflect the date the device was manufactured. The unique identifier (UDI) has been updated accordingly. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device passed all operational specifications and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The date returned to manufacturer was documented as sep 7, 2018 on the previous supplemental report. This date has been updated to sep 13, 2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The lot number is currently unavailable; therefore, the device manufacture date is unavailable. UDI has been updated accordingly. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during use of the cutter device it was observed that there were shards of metal on the field. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.